Event description:
Additional information received indicated the patient underwent a magnetic resonance imaging (MRI) procedure which caused the device to enter bvvi mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported the device entered backup vvi (bvvi) mode. No intervention was performed at this time. The patient was stable and will continue to be monitored.